Event description:
Patient to or for arthroscopic right rotator cuff repair. While attempting to use anchor, anchor end leg broke. Second anchor was seated on top of broken flange that was impacted in bone.